Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services informing this lead exhibited pacing inhibition, noise, increase thresholds and impedance issues. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).